Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no physical damage was observed. Footswitch failed functional testing with footswitch error using a known good control unit and mdu. Footswitch did not run ¿on its own¿ during functional testing but right pedal did fail to function properly. The actuator for the right pedal is stuck from corrosion buildup. The complaint was confirmed and the root cause has been associated with a footswitch failure due to corrosion. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended

Event description:
It was reported that during a hip scope surgery the right pedal locks up, this issue caused the device to continually run unintended. A backup device was used to complete the surgery. No significant delay or patient injury reported.